Event description:
During a shoulder case, the image blinked after 30 minutes of starting. It was replaced by a back-up device. There was a one hour delay reported in the case.

Manufacturer narrative:
Video output was normal before and after 4-hour burn-in. Could not duplicate complaint of blinked image. No problem found.